Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was unable to duplicate and root cause cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during setup, the user turned the pump off and on. The pump displayed a system failure and prompted the biomed code, which the user entered. After the pump was turned off and on again, the system failure message reappeared. There were no additional error codes and no audible alarms. There were no patient involvement and harm.